Manufacturer narrative:
Zoll medical corporation has not yet received the device. A supplemental report will be submitted if the device is received and when it is evaluated.

Event description:
It was reported that the autopulse platform did not size down on the pt. The platform kept prompting to press restart. When this problem was found, customer tried powering off and on the board but to no improvement. Manual CPR was administered. There was no adverse pt sequelae reported.